Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection shows that the item and lot number etched on the part matches the print. The plastic tip for this impactor should be black. The returned tip is grey as seen in the photos and is a different geometry. The tip is fractured as claimed. The device has dings and damage all over the device. Rep confirmed there is a high possibility that the tips were swapped during cleaning. The features of the fracture surface visually align with a bending overload fracture failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The tips of the impactors switched are epoxied, and therefore not to be disassembled for sterilization. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the impactor was broken during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Common device name: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.